Event description:
It was reported that a patient presented to the clinic on (B)(6) 2022 with episodes of ventricular oversensing on their implantable cardioverter defibrillator (ICD). No intervention was reported and the patient will continue to be monitored. The patient was stable throughout.